Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Implanted in patient.

Event description:
It was reported that, during a primary procedure on a right distal radius, that two of the locking screws (a 16 and a 20) would not lock into the variax 2 plate. The screws kept spinning when fully implanted and could not be backed out. The surgeon decided to leave the screws in as non-locking screws. Surgery was completed successfully with a delay of approximately 2 minutes.